Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage was found on the electronics, motor, lcd, battery tube and vibrator assembly. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and moisture on the pump. The customer stated that she woke up with moisture in the pump. The customer stated that there is fluid under the lcd display. The customer stated that she had low blood glucose readings at night and treated with juice to bring it up. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.